Manufacturer narrative:
Device manufacture date provided. A medtronic representative went to the site to replace the computer and test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The computer was returned to the manufacturer for analysis. Initial power up/post/ and boots to login screen. Launched application and navigate/manipulate 3d models. No performance issues were observed. Analysis found no hdd or ram errors that could have caused the reported issue.the device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Site dr. (B)(6) declined to provide patient information. Device manufacturing date is unavailable. System check-out performed. Return requested for suspect computer. Replacement computer shipped to site 08/05/2016. No parts have been received by manufacturer for analysis. On (B)(6) 2016 a medtronic representative, following-up at the site, reported the issue was resolved after a system re-boot. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the site's navigation system unexpectedly became unresponsive in the navigate task. No further details regarding this issue, or specifically when it occurred, were provided. Re-booting the navigation system restored normal function. Issue resolved. The surgeon continued and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.